Event description:
It was reported that upon device interrogation auto mode switching (ams) alerts and noise were noticed. The noise was unable to reproduce the noise until pocket manipulation were done. Upon pocket manipulation it was noticed a similar frequency and noise event as seen on ams episodes. Patient was experiencing discomfort during onset of noise due to rv pacing. Programming changes were made. The patient was stable.